Event description:
It was reported, the patient was not able to adjust stimulation and the patient programmer displayed a ¿call your doctor¿ icon and an out of regulation (oor) condition. The patient had been getting a lot of oors since about a month prior to this report. Since then the patient had been shaking bad. The patient was able to clear the oor message. The implantable neurostimulator (ins) was at 75 percent charged and had been 100 percent charged two hours prior to this report. The patient had to recharge the ins daily. The patient stated their healthcare professional (hcp) was talking about having surgery for lead placement and one of the ¿probe¿ not really working. The patient did not know if it was lead placement or a damaged lead. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 64001, lot# n390530, implanted: 2014 (B)(6); product type adapter product ID 37651, serial# (B)(4); product type recharger product ID 37642, serial# (B)(4); product type programmer, patient product ID 7482a40, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3387s-40, lot# v395388, implanted: 2010 (B)(6); product type lead product ID 3387s-40, lot# v395388, implanted: 2010 (B)(6); product type lead. (B)(4).